Event description:
It was reported that there were high thresholds, impedance greater than 3000 ohms and that that there was a suspected fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. There was blood in/on helix mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that there were high thresholds and impedance greater than 3000 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.